Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that q-syte closed luer access device leaked. The following information was provided by the initial reporter: on (B)(6) 2021, in (B)(6), when the septum membrane needleless closed infusion connector produced by bd was used to give patients intravenous infusion, fluid leakage was found at the septum membrane. Stopped using it immediately, replaced the needleless closed infusion connector with a new separation membrane, seal it up, and deliver it to the medical equipment department.

Manufacturer narrative:
H6: investigation summary: one q-syte with the top and bottom body separated and two photos were received by our quality team for evaluation. As the device has been separated into two components a microscopic inspection of the weld was performed. An inconsistent weld line was observed between the top and bottom body; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. During the welding process this type of defect can occur due to improper set-up or machine failure. Preventive maintenance (pms) were conducted at 100% as scheduled with no deviations. A leak test could not be performed for a device with separated top and bottom bodies, but the septum was inspected for damage that could potentially cause a leak. The bottom disk of a septum was inspected and deemed acceptable. The top disk was inspected and found to have no damage or tearing to the slit which is acceptable. The column was inspected and was found to be acceptable with no damage. It is possible for leakage to occur through the incomplete weld and if partial separation of the top and bottom body occurred it is likely that the customer would experience leakage prior to removal of the connection. The root cause has been linked to the manufacturing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that q-syte closed luer access device leaked. The following information was provided by the initial reporter: on june 10, 2021, in district 112, when the septum membrane needleless closed infusion connector produced by bd was used to give patients intravenous infusion, fluid leakage was found at the septum membrane. Stopped using it immediately, replaced the needleless closed infusion connector with a new separation membrane, seal it up, and deliver it to the medical equipment department.